Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the login failure. The technical support specialist dialed into the station and proceed to login to cfn app profile. The system functioned as intended as the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system can't login. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.